Event description:
The pt mentioned he was admitted to the hospital for elevated blood glucose levels. She noticed a crack in the battery compartment but confirmed that the pump did not lose power. She reported that she forgot to bolus her insulin and her blood glucose levels rose afterward. She was discharged from the hosp a day after she was admitted and her blood glucose levels when on the phone with animas was 282 mg/dl. Her blood glucose level was 344 mg/dl before calling animas and was decreasing.

Manufacturer narrative:
The pump was not returned to animas for investigation into this complaint. The pt declined pump troubleshooting and stated that the reason her blood glucose level was high was that she forgot a bolus dose.